Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported inappropriate therapy could not be confirmed in the laboratory. Review of the device found that device diagnostics were cleared in the field. The device was tested on the bench and using automated test equipment and no anomalies were found. The device was found to be normal. The cause of the reported field event could not be determined.

Event description:
It was reported that the patient elected to have the device explanted and the leads capped after experiencing inappropriate therapy.